Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent a surgery on (B)(6) 2015 for the implantation of a wagner stem. It was reported that during the surgery, after the trial with the provisional stem, the surgeon was not able to remove the provisional stem. The surgeon noticed that the provisional body was becoming loose from the provisional distal stem so he tried to tighten the wagner sl revision trial stem screw l 225. It was reported that the surgeon ended up overtightening this screw which broke in half inside the hole for the distal stems threads, letting no way to attach to the provisional distal stem. The surgery was completed with two 2 hours delay.

Manufacturer narrative:
DHR review: the screw was returned for investigation. As there was no lot number available on the device, the lot number was unknown. Therefore the DHR check for the screw could not be performed. For the wagner lat. Distal trial stem, which was also returned, the DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: a wagner lat. Distal trial stem ø16 (ref. 01.00109.116, lot 13.830367) and a screw for prox. Part. L 225 (ref: 01.00109.805, lot: unknown) have been received. It was reported that the screw broke inside the hole of the distal trial stem when the surgeon tried to fix the proximal part to the distal trial. Further the user stated that the screw broke because it was "overtightened" when applying a "straight modular ratcheting continuum 3.5 hex driver." A surgery delay of 2 hours was reported. Devices analysis: beside normal signs of usage no remarkable signs of deterioration or imperfections could be detected on the outside of the distal trial stem. However within the threaded hole in the upper area of the distal trial stem the second half of the broken connection screw remained stuck and could not be removed. The other half of the screw has been returned separately. Beside the breakage it showed no significant signs of deterioration. The breakage occurred right above the lower thread. As the screw was broken and a part remained stuck within the distal trial stem, no measurements could be conducted. As both returned parts are damaged no functional tests can be conducted. Review of internal documents: for the distal trial stem: inspection plan: feature "thread". 100 % inspection with cylindrical plug gauge. For the screw: inspection plan: feature "material" scope of inspection: 100%. Means of inspection: visual, feature "dimension" scope of inspection: aql 1.0. Means of inspection: cylindrical plug gauge. Based on the given information and the results of the investigation, we could identify a root cause for this issue. According to the reported event the screw was overtightened by applying a hex driver. Due to this "overtightening process" and "a quick extra turn" of the surgeon the screw finally broke. It is also stated that the trial stem was wedged tightly within the bone. As a result the surgeon had trouble getting the trail stem out of the bone when applying a slap hammer. These heavy hammer blows applied prior to the re-tightening might already have slightly stretched/ weakened the screw. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).